Event description:
Customer reported unexpected negative results when testing a sample with capture-r ready screen 3 (crrs 3) on the echo. The samples were re-tested with a new lot of crrs 3 and expected results were obtained.

Manufacturer narrative:
Review of results: the following results were received with crrs 3 lot r087: negative results were generated for cells 1 & 2. Positive result was generated for cell 3. Cell 2 is e positive. Cells 1 & 3 are e negative. Confirmed the reactivity of the e antigen on retention crrs 3 lot r087. Customer did not send sample for further serological investigation.